Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: 6947 implantable tachy lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed. The lead outer insulation was breach cut and the proximal conductor was kinked/buckled. The outer insulation had cosmetic environmental stress cracking (esc) and the outer insulation was distorted kinked/buckled.

Event description:
It was reported the lead integrity alert (lia) triggered due to right ventricular (rv) lead impedance issue. It was also reported that under fluro it was clear that the proximal lead coil had been damaged. It was further reported that during one of the atrial lead replacements the proximal coil may have been damaged by the seldinger needle during venous access. The device and leads were removed and not replaced. No patient complications have been reported as a result of this event.